Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: leaking when connected to the hub. Could you please provide a further description of the issue? The 22-gauge needles leak when we attach our hub to them and inject. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes and no injury to patient. Events happened on the same date (B)(6) 2025? No, they did not all happen on the same day. It has been over a 2-mo. Period.